Event description:
After declamping, the graft leaked an unk quantity of blood through its entire body, including the crotch. After reclamping/declamping the graft became blood-tight on its own. The quantity of blood lost through the graft is not attainable, but no transfusion was needed. The pt's condition is fine. The graft was left in.